Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; d4: catalog number, UDI number, and serial number are unknown; g5: 510k is unknown; h4: device manufacture date is unknown.

Event description:
It was reported a patient was in the emergency room at ohio state on subcutaneous remodulin with an ms3 pump issue. Per reporter no further details were provided about pump issue. The registered nurse at medical office reported the patient had hospital stay in september.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause is unknown as no information was provided. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).